Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stents remains in the vessel. The delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a cross-over procedure of the heavily calcified, non-tortuous, left common iliac artery, deployment of the 9/30mm absolute pro stent was attempted in the proximal left stenosis; however, during release of the stent, the thumb advancer became fixed and only the distal stent struts were visible. The rest of the stent remained in the delivery sheath. The non-abbott procedure sheath was advanced to the bifurcation and the partially exposed stent was then removed within the long sheath after unsuccessful attempts at advancement and retraction of the thumb advancer. During removal of the non-abbott long sheath from the anatomy resistance was met and the sheath became retracted at the stenosis on the right. The stent then released and was deployed in the right stenosis. Post-dilatation was performed and the stenosis on the right was reduced to 0% and the stenosis on the left side significantly reduced. There were no adverse effects for the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment issue was unable to be confirmed as the stent was already deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Cine images were returned and reviewed by an abbott vascular clinical. The results conclude that the images are consistent with what was reported, but do not include an image of a partially deployed stent in the left iliac. Unable to confirm the deployment issues with the images provided. The investigation determined that the reported deployment issues were related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.